Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead could not be fixed well, and the thresholds were found to be unstable. The lead was removed and a new one implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the lead passed introducer test. If information is provided in the future, a supplemental report will be issued.